Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced seizures. The patient was taken to the hospital by a friend and there they took the bg values and treated the patient with IV kalium and natrium (electrolyte) and 1 dissolution for drinking. The measurements were taken immediately after arrival at the hospital by a nurse and assistant doctor, the cgm was reading 292 mg/dl and the blood glucose reading was 160 mg/dl. The patient stayed less than 24 hours and had been discharged on the same day. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.